Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that both of the monitors were not working, thereby losing the live image. No pt injury was reported.